Event description:
Pt return electrode (e 7507-db) was correctly placed and plugged into the valley lab. The indicator light flashed red. The plug in was readjusted and the cord broke off without having any pressure applied to it. No injury sustained. Potential for electrical charge and burn.